Manufacturer narrative:
Device 7 of 14. As per the information provided by complainant, for the issue dressing too sticky, the imdrf med. Dev. Prob. Code (B)(4) (adhesive too strong) is not available for selection. Complainant street address: (B)(6), complainant city: (B)(6), complainant state: (B)(6), complainant postal code: (B)(6), complainant phone: (B)(6), complainant country: taiwan, province of china, name of medical cosmetic center: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported by retailer that the complaint was received from a medical cosmetic center and the patient about dressing too sticky which caused skin red and swollen after removal. The patient was upset and not willing to use the product. The photographs and video depicting the issue were also received from the complainant. Patient went to cosmetic center and received electrocauterization prior to the application of dressing, then the dressing was applied, however, removal of dressing was too sticky as compared to previous dressing experience and it caused skin red and swollen. There was no treatment provided, only basic cleansing was done with povidone-iodine and medicine were not used. The total dressings used on the patient were fourteen and remaining sixty-seven were returned by medical cosmetic center due to this complaint.

Manufacturer narrative:
Photograph, video and/or physical sample evaluation: ¿ there are photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Batch record revision results: (B)(4). Bulk mass batch record revision: during the manufacturing process of affected lot 1l01362, were used bulk mass lot 1k03512, 1k03038, 1k04205, 1k04207, 1l00372 and 1l00373. These bulk lots were manufactured in roping durahesive mix manufacturing line. No discrepancies related to the issue reported were found during the manufacturing process of these bulk lots. The production process, in-process control, testing results and packaging of products was run according to the process instruction (roping adhesive mass process instructions). Review of the batch records showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on (B)(6)2023, complaint investigator ran a query in database from (B)(6)2022 to (B)(6)2023 in order to verify the complaints reported for the lot number 1l01362 for the malfunction code ¿adhesive dressing requires excessive force for removal from skin (i.e., difficult to remove)¿ and as result, no additional complaints were found. Historical nonconformance review: on (B)(6)2023, complaint investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA (s) associated to the malfunction code ¿adhesive dressing requires excessive force for removal from skin (i.e., difficult to remove)¿ for the lot number 1l01362 and as result, no nonconformance / corrective action / preventive actions (CAPA (s) for this malfunction code were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi31-141), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm-011) ¿adhesive tack tests - method 2: ¿ frequency: once per shift or if settings changed. ¿ sample quantity: 2 samples. ¿ specification: nmt 1¿ travel. ¿ acceptance criteria: accept = 0 / reject = 1. Defect rate analysis: (B)(4). Conclusions: there are photographs associated with this case and in these, the reported defect can be seen and confirmed. The review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the affected lot for the malfunction code ¿adhesive dressing requires excessive force for removal from skin (i.e., difficult to remove)¿. No additional complaints were reported for lot affected related to the malfunction code ¿adhesive dressing requires excessive force for removal from skin (i.e., difficult to remove)¿. Based on this, no negative trend was identified. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.